Event description:
It was reported that "the xience xpedition [3.50 x 38 mm] sds was removed and the shaft was separated. The patient has to have surgery required to have the rest of the device removed." No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported material separation. Additionally, the reported foreign body in patient is due to the material separation within the patient's anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.